Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-00830. It was reported that the patient presented for a lead revision procedure. The physician alleged right ventricular and atrial lead dislodgement. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes the dislodgement of the right atrial lead and right ventricular lead was found at a follow-up in clinic. Both leads exhibited failure to sense and failure to capture.